Event description:
The reporter stated the surgeon implanted a icm120v4 13.0mm implantable collamer lens in the patient's right eye on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to excessive vaulting. The lens was exchanged for a shorter length lens. This resolved the problem.

Manufacturer narrative:
Method: lens work order search/medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. There was evidence of clear surgical residue on product. The lens was rehydrated in bss for re-measurement. The measured value after re-hydration is at the expected overall length value after complete in-situ hydration. The lens is in specifications. A lens work order search was performed and one similar was found. Medical review - review of the complaint file indicates that the surgeon implanted the lens in accordance with the dfu requirements, noted excessive vaulting within 6 months after implantation. No significant signs/symptoms were associated with the excessive vault. The lens was removed and was exchanged for a smaller lens length with a similar diopter (original value +/-2d). This resolved the problem. According to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the return product, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
Pt weight: unk. (B)(4). Conclusions: (no conclusion can be drawn): based on the complaint history, a specific root cause of the event could not be determined. (B)(4).